Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) checked the health sight viewer and reviewed the station status. The tss confirmed that the station was not displayed with any errors and confirmed that there were no issues with the device. Tss reached out to site to verify issue and no responses received from the customer end. Then tss proceeded for case closure. The system functioned as intended after the technical support specialist inspected the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system station was on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.